Event description:
It was reported that the patient presented for a scheduled procedure. During the pre-op testing, the right ventricular lead exhibited high capture thresholds, high impedance, and r-wave amp variation. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.